Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 269mg/dl, 189mg/dl, 146mg/dl. Tests were done with less than 10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported. Note: customer originally gave reading as 279, 119, 125mg/dl then reading from their logbook said it was 269, 189, 146mg/dl.